Manufacturer narrative:
Report date: 08feb2019. Date rec'd by MFR: 02feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The fse completed performance verification testing and alarm testing. The unit passed all tests and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit became disconnected from the ptient and the patient disconnect alarm faied to sound. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.